Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with functional tricuspid regurgitation (tr) and cor triatriatum dexter (ctd) for a triclip procedure. During the procedure, air was observed inside the triclip steerable guide catheter(tsgc) during retraction of dilator. Additional aspiration was performed outside the instruction for use until blood was observed. The device was replaced with another device. The issue persisted and the procedure was terminated. There was no clinically significant delay.

Event description:
It was reported on (B)(6) 2025 that the patient presented with functional tricuspid regurgitation (tr) and cor triatriatum dexter (ctd) for a triclip procedure. During the procedure, air was observed inside the triclip steerable guide catheter(tsgc) during retraction of dilator. Additional aspiration was performed outside the instruction for use until blood was observed. The device was replaced with another device. The issue persisted and the procedure was terminated. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.